Event description:
It was reported that the right ventricular lead had high defibrillation threshold (dfts). The lead remains in use however a subcutaneous coil lead was added. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 4194-88 lead implanted (B)(6) 2005; 5076-45 lead implanted (B)(6) 2005.